Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that he woke up with low glucose of 82mg/dl. He ate some food and went back to bed. Troubleshooting was performed. The time and date were updated. The customer stated that the insulin pump continued to deliver insulin even after the device turned off. The history and settings were fine. Ran a displacement test and the insulin passed the test. The customer refused to provide any further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.